Manufacturer narrative:
Cat: 72404127, lot: 1000109358, control pump fgs iz. Device incontinence mechanical/hydraulic. Cat: 72400024, lot: 1000183296, balloon fgs 61-70 cm. Device incontinence mechanical/hydraulic.

Event description:
It was reported that patients underwent a reimplant procedure of his artificial urinary sphincter (aus). Previous device was explanted due to erosion. A new aus device implanted. No adverse patient effects. Should additional information become available, a supplemental report will be submitted.